Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements. Review of rv pace impedance trends revealed fluctuating measurements with a baseline of approximately 425 ohms and spikes in measurement up to >3,000 ohms. There were no signs of noise in stored events or recent presenting electrograms (egms). It was suspected that the fluctuating impedance measurements were attributed to the lead-to-header spring contact interaction. Technical services (ts) recommended further evaluation to rule out a lead integrity issue prior to considering continued monitoring. This crt-d system remains in service. No adverse patient effects were reported.